Manufacturer narrative:
While performing activation mapping, the patient went into aberrant orthodromic avrt ~260ms tcl; the patient began to feel unwell. Shortly after, the patient's pulse became weak and the patient felt some chest pains. Transthoracic echocardiogram (tte) was performed, which unveiled a pericardial effusion. The procedure was abandoned and a pericardiocentesis was performed. The physician¿s opinion on the cause of this adverse event is that it was likely caused by quadripolar catheter (non-bwi) being in the rv apex as the patient went into likely aberrant orthodromic avrt at 240bpm. The physician did not feel that any bwi products affected the complication of the case. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a general inspection through the visual inspection and all features of the catheter tests. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thermocool® smart touch¿ bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent an atrioventricular reentrant tachycardia /wolff-parkinson white syndrome (avrt/wpw) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. A left sided concealed pathway procedure was being performed under local anaesthetic and conscious sedation. A transseptal puncture was performed without issues. The accessory pathway was located using activation mapping whilst ventricular pacing. A thermocool® smart touch¿ bi-directional navigation catheter was used; zeroing of the thermocool® smart touch¿ bi-directional navigation catheter was advised prior to mapping as well as the onset of mapping, however this was only done ~ 5 minutes into the mapping. While performing activation mapping, the patient went into aberrant orthodromic avrt ~260ms tcl; the patient began to feel unwell. Shortly after, the patient's pulse became weak and the patient felt some chest pains. Transthoracic echocardiogram (tte) was performed, which unveiled a pericardial effusion. The procedure was abandoned and a pericardiocentesis was performed. Inspection of the ablation catheter was unremarkable; there was no issues during the procedure with the carto 3 system or the ablation catheter. Remarks from the echo technician were that the effusion was more apical. Physician¿s comments were that the effusion was likely from the quadripolar catheter in the right ventricle (rv) apex. Adverse event occurred during the mapping phase of the procedure. It was reported to be unclear if the patient required extended/prolonged hospitalization due to the adverse event, although it was likely an overnight stay due to nature of event. Ablation was never performed, therefore, no steam pop occurred. No error messages observed on biosense webster equipment during the procedure. Force visualization features used include graph, dashboard and vector. Transseptal puncture was performed with an unknown transseptal (tsp) kit. The physician¿s opinion on the cause of this adverse event is that it was likely caused by quadripolar catheter (non-bwi) being in the rv apex as the patient went into likely aberrant orthodromic avrt at 240bpm. The physician did not feel that any bwi products affected the complication of the case.

Manufacturer narrative:
On (B)(6)2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)